Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of therapeutic effect and a shocking or jolting sensation. The therapy initially helped, but over the past 6-8 months, the patient had "no control" and was leaking urine throughout the day and at night. The patient met with the company representative and was re-programmed on (B) (6) 2010. The patient was told that there was a short which caused her to feel shocks in her buttocks and top of leg; its also caused her toes to curl. After re-programming, this resolved.